Manufacturer narrative:
Per tandem diabetes user guide: replace the cartridge every 48 hours if using humalog. Change your infusion set every 48¿72 hours. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels ranging from 200 mg/dl to 350 mg/dl. The bg levels were addressed by changing the cartridge, tubing, and site. The customer also delivered a bolus to address bg levels. Customer reported using insulin and the infusion set for three days. Reportedly, the customer's bg levels at times would not come down even when using manual injections. Tandem technical support advised the customer to discuss elevated bg levels with healthcare provider.